Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
It was reported the patient¿s ¿cable¿ was broken inside and when they tried to change it on the wednesday prior to report, it was found that ¿it was wound and pull broke the connection is in the neck, which goes to the electrodes.¿ it was stated the patient¿s ¿electrodes¿ needed to be removed and replaced with new ones. It was noted the patient had a successful operation in 2005 and until (B)(6) 2013 it was practically autonomous. Reportedly the patient had been without stimulation for a long time and they had increased rigidity. It was stated the patient¿s became more rigid every day.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 37086, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4)

Event description:
Additional information received reported that after some time, the patient stopped receiving effective therapy. Following an x-ray examination, both extensions cables were damaged, not the silicon part but the wires inside, because they were twisted with each other (as in a twiddler syndrome) that caused excessive tension on the wires. On (B)(6) 2013 during the surgery to change the extension cables, both electrodes broke at the moment the surgeon unscrewed the electrodes from the extension cable. It was noted that the broken electrodes were still in the patient and the health care professional wanted the electrodes replaced, but it had not been planned.